Event description:
During a routine follow-up, the physician observed a device sensing issue. The patient also reported shocking sensations and pain during therapy. Imaging was obtained, and an insulation breach in the sense lead was suspected. Physician brought the patient into the or, found both leads twisted and fractures in the insulation at multiple locations. Suspected twiddling was noted. Physician repositioned the ipg, replaced both leads, and closed the incisions.